Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via phone call that the insulin pump would not turn on. The customer's blood glucose reading was unknown. The representative reported that her customer's pump would not turn on. The customer stated that she put in 2 batteries but the pump would not turn on. The representative hung up.